Event description:
It was reported when the device was used during a low anterior resection possible abdominoperineal resection, it fired, but did not deploy any staples. The case was converted to "apr" and completed without patient consequence.